Event description:
Frequent erroneous results from freestyle flash glucometer. Multiple samples collected within seconds of each other vary from 120 to 150 and sometimes higher. Samples collected from same site using different strips and the same meter. This has happened on multiple occasions, giving higher than usual readings and when repeated the readings decrease.